Event description:
It was reported that the device has a delaminated downstream occlusion seal. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. No previous service history of device. The reported issue was confirmed through visual testing as the downstream occlusion (dso) seal was delaminating off the device. The dso seal was replaced and a performance verification testing (pvt) was performed and the device thereafter passed all test criteria.